Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d10: concomitant med products and therapy dates: cutter device, (B)(6)2024 the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 of the same event: it was reported from japan that during an unspecified surgical procedure of the skull, it was discovered that two cutting devices broke consecutively. It was reported that there were no pieces in the patient. It was reported that there were no delays to the procedure, and the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: d9, h4: the device manufacture date and device returned date has been corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: h4: incorrect device manufacture date: the device manufacture date was incorrect in the initial medwatch report. The device manufacture date has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device was broken on the drilling end and appeared to be corroded in that area. The lot number was identifiable on the drill. It was further determined that the most probable cause for the found defect was improper handling by the user due to (applied excessive force), and the corrosion was consistent with forbidden reprocessing. It was further determined that the corrosion was due to improper maintenance. Therefore, the reported condition of the device breaking was confirmed. The assignable root cause was determined to be traced to user, which is user error.